Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient had a lead revision on the date of this report. The patient complained of pain near the implantable neurostimulator (ins) battery pocket and the thoracic incision line. The patient¿s healthcare provider (hcp) opened up both sites and revised the pocket so that the leads were deeper in the thoracic space. It was noted that the ins helped the patient, but the painful incision areas had bothered them since they were implanted on (B)(6) 2016. The manufacturer representative stated that the patient¿s revision was successful per their hcp. No further complications were reported or anticipated. Indication for use is non-malignant pain.